Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: however, it is unknown which lead, therefore, all potential components are being listed. Common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 4486813.

Event description:
It was reported that one of the patient's lead was fractured. As a result, it was replaced to address the issue. Related manufacturer reference number: 1627487-2022-06986.